Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing snapped from where it was attached to the site from one infusion set. At the time of this event, blood glucose level was at 174 mg/dl. There was no damage noticed when the package was first opened. The infusion set will be replaced. No further information available.